Event description:
Monopolar curved scissors were not cutting well, scissors are dull. This instrument was replaced and removed from surgical field. No apparent harm to patient. Picture of defective instrument taken with lot # showing and patient sticker attached. Defective instrument transported to sterile supply.